Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that impedances were normal pre-op. At the replacement of activa to percept, both extensions and the percept ins showed high impedances (except for contacts #0 and #8). Impedances normalized after multiple insertion/re-insertion events so the original new percept stayed implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) who reported an out of box issue where the physician inserted the extension into the header block of the implantable neurostimulator (ins) and when impedances were checked intra-operatively, the summary tab showed contact 0 was green, but 1, 2, and 3 were red on both ports. In one case, the physician removed the extension tail three times, cleaned them off, retested, and got the same results expect for when one test showed one side was ¿good¿ and one side was ¿bad.¿ the physician removed the extension again, cleaned them, and then ¿shoved¿ them into the port (without bending them), tightened the screws, placed the ins in the pocket, and then everything was fine. The rep stated the hcp speculated there was a tenth of a millimeter imperfection on some ins¿ that didn¿t allow the electrical signal to go through.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext , product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficult experience getting a normal impedance reading during interoperative testing. Had no affect on patient who was under general anesthesia. When impedance check was run, all contacts showed red (over 40k ohms) except for #0 and #8 which showed green. Hcp explanted device, removed extensions, cleaned them and then replaced into ipg pushing extra hard in attempt to ensure best seal. The issue was resolved.

Event description:
High impedance seemed to be caused by improper seating of the extension as when extension was removed, cleaned and replaced with force.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2011 product type extension product ID 37085-60 implanted: (B)(6) 2011 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.